Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient went to the MRI facility and was turned away when they were not able to display MRI safety. The manufacturer representative was called and the manufacturer representative stated that it sounded like a power on reset. The manufacturer representative would meet with the patient in the future about this issue. The patient was alive with no injuries. No surgeries were planned or performed. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the patient and MRI facility did not initially know how to go into MRI mode. The manufacturer representative met with both and the MRI was conducted with no issues once they were comfortable. Education with the patient and MRI center resolved the issues of displaying MRI safety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.